Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter query by hospira personnel.

Event description:
The customer contact reported a burning smell was noted from the device. The device was returned to the biomedical engineering department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a burning smell was noted from the device. No additional information was provided.